Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 09-MAR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS: The reported condition of Es 7SE Aux 3.1 not detected on bus was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU testing process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that aux Drawer 3.1 was not functioning. The FSE initially reseated and inspected all cables, identifying a damaged PyxiBus cable near Aux Drawer 4 and an incorrectly connected E-row board cable. The PyxiBus cable was replaced, and the E row board was correctly reseated; although light emitting diode (LED) indicators on all trays illuminated, the pockets were still not detected. The FSE then replaced both the controller and module boards, but the issue persisted. Finally, the E row board and its cable were replaced, which resolved the issue. During DCHU Visual Inspection: P/N 150825-01: was received with no signs of physical damage, fluid ingress, loose or missing components. P/N 356450-01: was received with no signs of physical damage, fluid ingress, loose or missing components. P/N 121085-01: was received with black marks and exposed copper strands exposure. P/N 151622-01: was received with no signs of physical damage, fluid ingress, loose or missing components. P/N 151630: was received with no signs of physical damage, fluid ingress, loose or missing components. During DCHU Testing: P/N 150825-01: passed successfully the DMM and HTA testing with no anomalies or intermittence. P/N 356450-01: failed the HTA testing due to not detecting the CUBIE pockets installed. P/N 121085-01: no further testing was required due to thermal damage found during the external inspection. P/N 151622-01: passed successfully the DMM and HTA testing with no anomalies or intermittence. P/N 151630-01: passed successfully the DMM and HTA testing with no anomalies or intermittence. Internal inspection: P/N 356450-01: no anomalies were found. The device was in use for treatment purposes as intended per-21 CFR 820.198(d). Root cause: The root cause of the complaint Es 7SE Aux 3.1 not detected on bus was due to a damaged ASSY CBL PYXIBUS 7 DRAWER (P/N 121085 01) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawer's functionality. A faulty ASSY TRAY HH, P/N 356450-01 without a specific failed component, which prevents the proper functionality of the whole assembly.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary drawer 3.1 was not detected on the bus. Reboot and recovery attempts failed, and the module status light was not blinking. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the reported issue was attributed to a damaged ASSY CBL PYXIBUS 7 DRAWER (P/N 121085-01) with exposed copper strands and associated thermal damage, which compromised the drawer's functionality. There were no adverse events or injuries reported due to this event.